Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. There was no reported adverse effect to the customer's blood glucose level. The pump was reset to resolve the issue, however, pump time was subsequently incorrect. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Customer's blood glucose level was 274 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.